Event description:
The customer reported a false reactive alinity I toxo igg result generated on the alinity I processing module for one patient sample. The following results were provided: on (B)(6) 2024, sid (B)(6). Initial toxo igg result = 5.1 iu/ml (reactive); repeat result = 0.1 iu/ml (nonreactive) previous results were negative in march, may, and june. Reference range: = 3.0 iu/ml reactive negative result was reported to the doctor. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: complete patient identifier is (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p45-32 that has a similar product distributed in the us, list number 07p45-40/-45. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for the product. The ticket trending review did not identify any related trends. A review of the device history record did not identify any non-conformances or deviations associated with the lot number 58211be00 and complaint issue. Customer field data was used to assess the performance of the alinity I toxo igg assay using worldwide data. The median of the patient results obtained for the lot reviewed is within established limits and comparable with historical lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency was identified for alinity I toxo igg reagent lot 58211be00.

Event description:
The customer reported a false reactive alinity I toxo igg result generated on the alinity I processing module for one patient sample. The following results were provided: on (B)(6) 2024, sid (B)(6). Initial toxo igg result = 5.1 iu/ml (reactive); repeat result = 0.1 iu/ml (nonreactive) previous results were negative in march, may, and june. Reference range: = 3.0 iu/ml reactive. Negative result was reported to the doctor. There was no impact to patient management reported.